Event description:
During a routine follow-up telephone call for a marketing study for this device, it was learned that the pt expired at a convalescent hosp on march 29, 1997 due to congestive heart failure, diabetes mellitus and hypertension.